Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a flex arm to be used in an olif51. It was reported that the flex arm was not fixed. There was no patient involved in the event. The reported product was used multiple times in the previous surgery and this instrument is not defective product. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis part (B)(4) ; lot# my20k001- functional tests revealed the bottom-most joint won't fix. The wear and the malfunction caused by regular use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.